Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a "small blue plastic piece" was observed in a vial-mate adapter. The event was further described as "after connection and activation a small blue plastic piece was dislodged and found floating in the IV bag". The issue was noted prior to patient infusion; therefore, there was not patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured between march 01, 2021 to march 02, 2021. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that a gray particulate was observed in the vial in both complaint sample photos. Since the sample was not returned, a definitive identification of the particulate could not be performed, however, a probable identification of the gray particulate is stopper material from the vial. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.